Event description:
It was reported while a patient had activated a pod the cannula had deployed prior to application at the pod infusion site. The patients reported blood glucose level was over 250 mg/dl. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. The downloaded data shows the device complete the priming sequences and operated as intended until it was deactivated at pulse 481. No timeouts or drive stalls were observed in the device data. Investigation of the needle mechanism did not find any damages or abnormalities that could cause an early needle deployment. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. No damages or abnormalities were observed with the device that could result in an early needle deployment.

Manufacturer narrative:
Correction to d1 brand name changed from unavailable to omnipod 5 pod. D2a common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b procode changed from unavailable to qfg.